Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d5, d8, e1(initial reporter, event site email), e2, e3, e4, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: d10. Customer reported machine does not boot even after pressing start button both on ac mains as well as on battery mode. Customer had requested for general service inspection visit which will be done once we received po & advance payment as equipment is not in contract. Fse will visit site after receiving po and payment. After taking follow up with the customer, customer is not interested & requested to close the order.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit does not boot even after pressing start button both on ac mains as well as on battery mode. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.